Event description:
It was reported that no disposable clamp tubing alarm was experienced. Resvol 14.9; rate 2.4; given 96.1. Patient not affected. No additional information available

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).